Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, inappropriate shocks, pacing inhibition and was believed to have been crushed under the patients subclavian. The lead was laser extracted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
--